Manufacturer narrative:
All assigned investigation tasks have been completed; no trends were identified. There was no serial number provided for this complaint, therefore a through investigation was unable to be completed. As per mtf's consultant dr. (B)(6) complaint filed from johnson & johnson (distributor) on patient who received dbx mix tissue allograft as part of procedure to repair open reduction of proximal right ulnar fracture with internal fixation, including hardware placement. Approximately 1 month after repair procedure, patient had incision and drainage along with treatment for infection. About 15 months later, the infected hardware was removed. No mention is made of the status or removal of dbx tissue. No serial numbers, event form, cultures, or other information was provided. In summary, the report appears to be related to a post-implant infection, but no conclusion can be made on relationship to the allograft as there are no serial numbers obtained for the grafts implanted".

Event description:
As per complaint investigation form from jnj "on or about (B)(6) 2019, patient had open reduction ulnar fracture proximal end with internal fixation of his right elbow. On or about (B)(6) 2020, patient admitted and had an incision, drainage, and treatment for infection from his surgical site. On or about (B)(6) 2021, patient's infected hardware was removed from his body. This complaint involves one (1) device" (dbx mix 2.5cc). As per email from jnj, "good afternoon (B)(6), my apologies. I have no further information other than what was already provided. Thank you and have a good day". On (B)(6) 2021 after multiple attempts the sn, event form, tissue cultures and additional information was not provided.

Manufacturer narrative:
All assigned investigation tasks have been completed; no trends were identified.there was no serial number provided for this complaint, therefore a through investigation was unable to be completed. As per mtf's consultant dr. Matthew kuehnert-"complaint filed from johnson & johnson (distributor) on patient who received dbx mix tissue allograft as part of procedure to repair open reduction of proximal right ulnar fracture with internal fixation, including hardware placement. Approximately 1 month after repair procedure, patient had incision and drainage along with treatment for infection. About 15 months later, the infected hardware was removed. No mention is made of the status or removal of dbx tissue. No serial numbers, event form, cultures, or other information was provided.in summary, the report appears to be related to a post-implant infection, but no conclusion can be made on relationship to the allograft as there are no serial numbers obtained for the grafts implanted".

Event description:
As per complaint investigation form from jnj "on or about (B)(6), 2019 patient had open reduction ulnar fracture proximal end with internal fixation of his right elbow. On or about (B)(6), 2020 patient admitted and had an incision, drainage, and treatment for infection from his surgical site. On or about (B)(6), 2021, patient's infected hardware was removed from his body. This complaint involves one (1) device".(dbx mix 2.5cc) as per email from jnj "good afternoon jesus,my apologies. I have no further information other than what was already provided. Thank you and have a good day".(B)(6) 2021 after multiple attempts the serial number, event form, tissue cultures and additional information was not provided.

Manufacturer narrative:
All assigned investigation tasks have been completed; no trends were identified. There was no serial number provided for this complaint, therefore a through investigation was unable to be completed. As per mtf's consultant dr. (B)(6) complaint filed from johnson & johnson (distributor) on patient who received dbx mix tissue allograft as part of procedure to repair open reduction of proximal right ulnar fracture with internal fixation, including hardware placement. Approximately 1 month after repair procedure, patient had incision and drainage along with treatment for infection. About 15 months later, the infected hardware was removed. No mention is made of the status or removal of dbx tissue. No serial numbers, event form, cultures, or other information was provided. In summary, the report appears to be related to a post-implant infection, but no conclusion can be made on relationship to the allograft as there are no serial numbers obtained for the grafts implanted".

Event description:
As per complaint investigation form from jnj "on or about (B)(6) 2019, patient had open reduction ulnar fracture proximal end with internal fixation of his right elbow. On or about (B)(6) 2020, patient admitted and had an incision, drainage, and treatment for infection from his surgical site. On or about (B)(6) 2021, patient's infected hardware was removed from his body. This complaint involves one (1) device" (dbx mix 2.5cc). As per email from (B)(4), "good afternoon (B)(6), my apologies. I have no further information other than what was already provided. Thank you and have a good day". On (B)(6) 2021 after multiple attempts the sn, event form, tissue cultures and additional information was not provided.